Event description:
Graseby syringe pump programmed for 6mm/hr total volume 48mm -8hr- subq. Infused total dose in 45 minutes to one hour. Pump was set for correct infusion rate. Pump was rented. Pt called pharmacist at 0545 to inquire about the rapid infusion rate. A new pump was sent out and the faulty pump returned. Pt apparently had no adverse effect from the 8ml infusion of desferal 2 grams.